Event description:
The surgeon attmepted to implant an aq2003v silicone three piece lens, but it became stuck in the cartridge prior to being inserted. There was no pt contact or injury. The nurse stated that it was unk what caused the lens to become stuck. The facility was unable to provide the model and lot numbers of the injector and cartridge used.